Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was returned early by a patient because it was flashing red. After the device was returned, they downloaded the study then they attempted to restart the study by selecting start study but the recorder would not recognized the capsule and was only searching for ph capsule was on display. After they reviewed the study the recording stopped and there was no reported trauma to the recorder. The recorder did work correctly during the previous procedure. Due to this short study they cannot continue the study after uploading the first portion of the it. The study has to be repeated due to insufficient time of recording. The patient did not experience any physical harm due to the malfunction.